Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) regarding the patient's implantable neurostimulator (ins). Rep was present with the patient at the time of call, however during the call, rep states the patient started getting a 323 code ("therapy off") on their handset which later showed 0x2fa26c14 with "system error". With this code, the patient is able to turn stimulation down, but not up. While on the call rep tried powering off the handset, as well as resetting the communicator. Technical services (tss) advised rep to reset the ins as well, however these steps did not resolve the issue. It was later revealed on the call that the patient had some cardiac procedures done, possibly a cardioversion. The patient referred to these procedures as a "shock" and did not confirm on the call that it was a cardioversion or not. The patient initially stated they were instructed to turn their device off for the procedure, but they turned therapy to 0 and shut off the handset, then after the procedure, this code appeared. Later in the call the patient stated they saw the code 7-10 days prior to the shock. When asked when this began, rep stated about three weeks ago and that they were notified today. Patient and rep were overheard on the call that the patient had a history of difficulty charging the ins in the past that was resolved with the rep. The patient reported they want their therapy to go up to 1.6 but can't go above 0.6 (tss understood this to be ma). Rep noted that when the patient arrived at the clinic today, the ins was at 30% and after troubleshooting (prior to the ins reset) it was "orange". Patient stated they "did what he was told" for the "shock". Rep plans to try interrogating with another tablet on monday and will have the patient follow up with their hcp as needed. Tss sent email to rep with this case number.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.